Event description:
Customer reported that she have had many unexplained low blood glucose. Paramedics where called a few times to assist her at home. The blood glucose reading was 23 mg/dl at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.